Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys hcg+ss assay on a cobas e 411 analyzer (disk system). The sample initially resulted in an hcg+ss value of 40.82 iu/l accompanied by a data flag. The sample was repeated twice, resulting in hcg+ss values of <0.100 iu/l accompanied by a data flag and <0.100 iu/l accompanied by a data flag. The initial erroneous result was not reported outside of the laboratory. The hcg+ss reagent lot number was 584579, with an expiration date of 31-mar-2023.

Manufacturer narrative:
The field service engineer replaced several parts on the analyzer during several service visits. None of the findings could be related to the reported events. He determined a leaking sample probe and replaced a leaking joint. Performance testing was run and was acceptable. The issue did not re-occur. The investigation determined the service actions performed resolved the issue.